Event description:
The customer reported the tables' footboard or leg extension failed to release. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lever on the table was repaired by straitening. The system was then found to be operating as intended.